Manufacturer narrative:
Product event summary- the full lead was returned in segments, analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that during the implant attempt of the left ventricular (lv) lead there were thresholds greater than 4 volts in multiple locations. A different lv lead was implanted. No patient complications have been reported as a result of this event.